Manufacturer narrative:
Follow-up #1: date of submission 11/3/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings:. Unable to verify the time/date reset to default setting in the black box. The black box shows a manual time/date change from 2007-01-11 09:32 to 2016-08-22 17:02. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range removed cover; a visible inspection confirmed the bt1 internal battery was leaking.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the following: throughout (B)(6) the pump was resetting the time/date: whenever the battery was removed for less than 24 hours, the time and date reverted to the factory default settings. Due to time/date being wrong, patient was having high bg's over 600 mg/dl because settings were being delivered for the wrong times of day. Trace ketones and symptoms of nausea and headache were reported patient was treated with injections multiple times in order to address the high bg's and time/date was readjusted - symptoms diminished with correct date/time being input. The time/date issue is not being reported as the issue is not likely to cause an adverse event because the pump displays the verify screen after a reboot and the time and date must be set to confirm the verify screen. This complaint is being reported as the patient experienced hyperglycemia due to user error failing to confirm the pump time/date after a rebooting.